Manufacturer narrative:
The reported field events of backup vvi, and a sensing anomaly were confirmed in the laboratory. The backup vvi mode was caused by a power on reset that could not be reproduced during testing. Bench testing indicated that the atrial sensing circuit was damaged. It was suspected that the damage to the atrial sensing circuit was caused by the event that caused the por. The reported field event of variable r-wave amplitudes and t-wave oversensing leading to inappropriate shocks was confirmed via review of stored electrograms.

Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks. Upon interrogation, the device was found in backup vvi with hv therapy disabled. The patient had a partial colonoscopy resection, followed by an unknown infection a week after surgery. It was also noted the patient underwent CT scan and MRI in 2012. Device image analysis revealed power-on reset, inappropriate detections and therapies caused by post-sensed t wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of inappropriate shocks and backup vvi reset mode were confirmed in the laboratory. Upon interrogation, the device was found to be in backup vvi reset mode. The cause of the reset was due to a power-on reset. The inappropriate shocks were due to t-wave oversensing and variable r-wave amplitudes. The device was tested on the bench and was found to normal. The power-on reset could not be reproduced in the laboratory. The root cause of the power-on reset could not be determined.